Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines,") and anxiety ("anxiety"). The patient was treated with surgery (underwent a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, fatigue, migraine and anxiety outcome was unknown. The reporter considered anxiety, fatigue, genital haemorrhage and migraine to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines,") and anxiety ("anxiety"). The patient was treated with surgery (underwent a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, fatigue, migraine and anxiety outcome was unknown. The reporter considered anxiety, fatigue, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc - product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), genital haemorrhage ('excessive and abnormal bleeding') and abdominal adhesions ('adhesions') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in (B)(6) 2012, chromopertubation, cancer, endometrial ablation, malignant neoplasm of ovary and hyperlipidemia. The myometrium shows multiple well circumscribed white-yellow nodules ranging from 0.7 cm up to 1.8 cm in diameter. Focal hemorrhagic areas are also seen within the myometrium. Concurrent conditions included uterine fibroid embolization since (B)(6) 2012, menometrorrhagia, uterine fibroid, chronic cervicitis, endocervical squamous metaplasia, uterine leiomyoma, pelvic pain, tremor, endometriosis, infection and automobile accident. The patient also had a family history of malignant neoplasm of ovary. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2012 for asthma, fluoxetine since 1998 for headache, migraine and depression, clonazepam since 1998 and naproxen since 1998 for migraine as well as fluoxetine hydrochloride (prozac) since 1990, probiotics nos since 2010, topiramate (topamax) since 1998 and varenicline since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6)2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), menopausal symptoms ("menopausal symptoms") and depression ("depression\ psych injury"). In (B)(6) 2012, the patient experienced endometritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced ovarian cyst ("bilateral ovarian cysts"), 2 years after insertion of essure. In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd,"). In (B)(6) 2016, the patient experienced migraine ("migraines,") and headache ("headaches"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain pelvic"), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with dietary measures (changed diet) and surgery (endometrial ablation in (B)(6) 2012, hysterectomy (full) with bilateral salpingectomy, bilateral oophorectomy and lysis of adhesions,enterolysis). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis, pelvic pain, abdominal pain and dyspareunia outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal adhesions, fatigue, migraine, anxiety, menopausal symptoms, headache, depression, gastrooesophageal reflux disease, abdominal pain lower, weight increased, ovarian cyst, female sexual dysfunction and vulvovaginal pain had not resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 169lbs. On (B)(6) 2017, laparoscopic bilateral salpingo-oophorectomy was done and in procedure details it was mentioned that intra abdominal and pelvic findings were as noted. Please note that, as mentioned, extensive inspection of the pelvis and the abdomen was performed looking for any evidence of foreign bodies consistent with essure micro-inserts. No evidence of such foreign bodies was found. Patient had received treatment for pain pelvic/ abdominal other, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: 1. No acute abnormality in the abdomen or pelvis. 2. Uterine fibroid. Bilateral tubal ligation devices. 3. Two left breast masses for which a diagnostic mammographic workup s recommended. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion an the device was in place. Findings consistent with previous endometrial ablation and possible adhesions. Pathology test - on (B)(6) 2012: uterus is small, 6 weeks size, with a posterior subserosal fibroid. Right ovary with a 1-2 cm hemorrhagic appearing cyst; on (b(6) 2017: ovary with mild chronic inflammation. No evidence of such foreign bodies was found. Upon entry into the abdomen, adhesions of the large intestine to the left pelvic sidewall were noted and these adhesions were obscuring the left ovary. The essure micro-inserts were not located within the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia, lower abdominal pain, ovarian cyst and depression and the following one was described in patient's medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events pelvic pain, dyspareunia (painful sexual intercourse) added. Event psych injury clubbed to event depression. On 13-sep-2019: pfs received: patient height added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), genital haemorrhage ('excessive and abnormal bleeding') and abdominal adhesions ('adhesions') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in june 2012, chromopertubation, cancer, endometrial ablation, malignant neoplasm of ovary and hyperlipidemia. The myometrium shows multiple well circumscribed white-yellow nodules ranging from 0.7 cm up to 1.8 cm in diameter. Focal hemorrhagic areas are also seen within the myometrium. Concurrent conditions included uterine fibroid embolization since april 2012, menometrorrhagia, uterine fibroid, chronic cervicitis, endocervical squamous metaplasia, uterine leiomyoma, pelvic pain, tremor, endometriosis, infection and automobile accident. The patient also had a family history of malignant neoplasm of ovary. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since june 2012 and salbutamol (albuterol hfa) since june 2012 for asthma, fluoxetine since 1998 for headache, migraine and depression, clonazepam since 1998 and naproxen since 1998 for migraine as well as fluoxetine hydrochloride (prozac) since 1990, probiotics nos since 2010, topiramate (topamax) since 1998 and varenicline since march 2016. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In august 2010, the patient experienced abdominal pain lower ("left lower quandrant pain"). In february 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercorse)"). In may 2012, the patient experienced anxiety ("anxiety"), menopausal symptoms ("menopausal symptoms") and depression ("depression"). In june 2012, the patient experienced endometritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2012, the patient experienced ovarian cyst ("bilateral ovarian cysts"), 2 years after insertion of essure. In april 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd,"). In july 2016, the patient experienced migraine ("migraines,") and headache ("headaches"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with dietary measures (changed diet) and surgery (endometrial ablation in feb-2012, lysis of adhesions,enterolysis and hysterectomy (full) in jun-2012 and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the endometritis and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal adhesions, fatigue, migraine, anxiety, menopausal symptoms, headache, depression, gastrooesophageal reflux disease, abdominal pain lower, weight increased, ovarian cyst, female sexual dysfunction and vulvovaginal pain had not resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, anxiety, depression, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, ovarian cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 169lbs. On 14-jun-2017, laparoscopic bilateral salpingo-oophorectomy was done and in procedure details it was mentioned that intra abdominal and pelvic findings were as noted. Please note that, as mentioned, extensive inspection of the pelvis and the abdomen was performed looking for any evidence of foreign bodies consistent with essure micro-inserts. No evidence of such foreign bodies was found. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Hysterosalpingogram - on 23-feb-2012: total bilateral occlusion an the device was in place. Findings consistent with previous endometrial ablation and possible adhesions. Pathology test - on 21-jun-2012: uterus is small, 6 weeks size, with a posterior subserosal fibroid. Right ovary with a 1-2 cm hemorrhagic appearing cyst; on 14-jun-2017: ovary with mild chronic inflammation. No evidence of such foreign bodies was found. Upon entry into the abdomen, adhesions of the large intestine to the left pelvic sidewall were noted and these adhesions were obscuring the left ovary. The essure micro-inserts were not located within the fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia, lower abdominal pain, ovarian cyst and depression and the following one was described in patient's medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and medical record was received. Reporter information was added. New event added from mr: endometritis. Events added from pfs-abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), menopausal symptoms, headaches, depression, adhesions/enterolysis, gerd,abdominal pain,left lower quandrant pain, weight gain, bilateral ovarian cysts, apareunia (inability to have sexual intercorse) and vaginal pain were added. Concomitant drugs, medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.